Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16 dec 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported by the patient's parent that two days after replacement of the device on (B)(6) 2020, the stoma site became red and swollen, and IV antibiotics were prescribed. The site improved, however, today, (B)(6) 2020, the parent reports that the site has swollen up again. The patient has had a feeding tube for two years, with four tube changes in that time. The patient did not have any reactions prior to this. Per additional information provided by the patient's parent on 7 dec 2020, the device is the correct size and the first reaction began on (B)(6) 2020. The patient is still experiencing issues with the stoma site.